Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & d.9. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Bipolar cautery was reportedly used during revision surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode which is believed to have occurred during revision surgery. Visual inspection also revealed a cracked seam weld. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical performed. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A corrective action was implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing loss of lock after a long period of non use. External equipment was exchanged, however the issue did not resolve. Device testing could not be completed due to loss of lock. Revision surgery is under consideration.